Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pressure/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy and neck pain. Current weight lbs (B)(6) 2018. Uterus, fibroids, cervix and bilateral tubes: cervix - benign squamous and endocervical mucosa with moderate chronic inflammation. Endomyometrium - benign secretory endometrium with benign intramural, submucosal, subserosal and detached leiomyomata. Bilateral fallopian tubes with fimbria - benign. Concurrent conditions included overweight, acute upper respiratory tract infection, rectal fissure, constipation, viral infection, sinusitis, bronchitis, rhinitis, urticaria, folliculitis, herpes simplex, blepharitis, cough, postnasal drip, hypersomnia, headache, facial pain, sore throat, nasal congestion, infrequent bowel movements, haematochezia, low grade fever, nasal discharge, sinus pressure, ovarian cyst, rhinitis allergic, pelvic discomfort and back pain. Concomitant products included alcaftadine (lastacaft), cromoglicate sodium (cromolyn sod), cyclobenzaprine hydrochloride (flexerin), loratadine (claritin) and naproxen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal infection ("vaginitis") and vaginal discharge ("vaginal discharge"), 8 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced hirsutism ("facial hair") and hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), dysuria ("trouble urinating"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency/ urinary pressure"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine leiomyoma") and experienced menstruation irregular ("irregular menstruation"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:reflux"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping") and abdominal pain lower ("left lower quadrant pain/abdomen left side"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with amoxicillin, amoxicillin sodium; clavulanate potassium (augmentin), azelastine hydrochloride (astepro), azelastine hydrochloride; fluticasone propionate (dymista), diphenhydramine hydrochloride (antihistamine allergy relief), docusate sodium (colace), doxycycline, fluticasone, fluticasone furoate (veramyst), levofloxacin (levaquin), magnesium hydroxide (milk of magnesium), methylprednisolone (medrol), metronidazole (metrogel), mometasone furoate (nasonex), montelukast sodium (singulair), mupirocin, omeprazole, paracetamol (tylenol 8 hour), ranitidine, valaciclovir (valacyclovir) and surgery (hysterectomy with bilateral salpingectomy -total abdominal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal haemorrhage, hirsutism, hot flush, dysuria, pollakiuria, micturition urgency, vaginal discharge, fatigue, weight increased, uterine leiomyoma, gastrooesophageal reflux disease, menstruation irregular and abdominal pain lower outcome was unknown and the abdominal pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dysuria, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hirsutism, hot flush, menorrhagia, menstruation irregular, micturition urgency, pelvic pain, pollakiuria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 4 coils showing the each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: multiple uterine fibroids. A 1.6 cm simple left ovarian cyst. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, uterine leiomyoma, menorrhagia, pelvic pain, urinary frequency, urinary urgency, gastrooesophageal reflux disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs+mr received- new events facial hair, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hot flashes, vaginitis, urinary frequency, urinary urgency/urinary pressure, trouble urinating, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, reflux, irregular menstruation, uterine leiomyoma, abnormal bleeding (general), abdominal pain, left lower quadrant pain, pelvic pain/pelvic pressure were added. Event injury were updated to pain. New reporters, patient information, medical history, lab data, treatment and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.